Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol was explanted from patient eye in a secondary surgical procedure because of decreased visual acuity and residual astigmatism. Additional information was received stating that incision was not enlarged to remove the iol from the eye and vitrectomy was also not required. Sutures were required. The replacement lens used is a zct300 model with 25.0 diopter. The patient was doing fine at the time of discharge. Visual acuity pre-op (pre-initial implant): 20/25 with glasses. Visual acuity post-op (post-initial implant): 20/50-1. Visual acuity post-op (post-replacement): 20/30. No other information provided.